Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) patient experienced a hemorrhagic cerebrovascular disorder. A computerized tomography (CT) scan was performed and the patient was sent to the intensive care unit (ICU) as the patient experienced disorientation and consciousness level gradually decreased. The patient was intubated due to deterioration of respiratory condition and was started on mechanical ventilation. A second CT scan was performed, and the range of the bleeding area had enlarged. The patient left pupil was miotic and right pupil was dilated. An emergency craniotomy procedure was performed, and an informed consent was mention that the post -operative conditions of the patient would be limited. The CT scan results revealed that there was extensive bleeding in the right brain and that an infarct was also found around the bleeding site. The vad remains in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Newly received information indicated that the day after falling the patient also had a headache. A brain computerized tomography (CT) scan presented subcortical hemorrhage and ventricular perforation on the right temporal and parietal lobes. The patient was started on coagulation factor ix immediately; b5 and h6 updated. The patient also experienced left palsy. Newly received information also provided additional relevant history; b7 updated. The event date was corrected from (B)(6) 2020; b3 updated. B6 laboratory data updated from blank to include relevant data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient's international normalized ratio (inr) was 3.83, and the patient's anticoagulation medication was held. The next day, the patient's inr was 4.05, and the patient was given two units of fresh frozen plasma. It was additionally noted that the day after falling the patient also had a headache. A brain computerized tomography (CT) scan presented subcortical hemorrhage and ventricular perforation on the right temporal and parietal lobes. The patient was started on coagulation factor ix immediately. The patient also experienced left palsy. A necropsy was conducted, and the diagnosis was cerebral hemorrhage due to cerebral infarction. The time of onset of the cerebral infarction is unknown. In the brain surgeon's view, it was not bleeding due to trauma but bleeding from a broken infarct.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation product event summary: the ventricular assist device (vad) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported low flow event was confirmed via review of the log file report which revealed a decrease in power consumption and estimated flows on 11/feb/2020 to parameters below the normal operating range and 54 low flow alarms recorded during the analyzed period. Additionally, multiple intermittent suction events were observed and 193 suction alarms were logged during the analyzed period. Failure analysis of the returned pump revealed that the device passed visual examination, functional testing, and dimensional verification. Internal pathological report revealed no evidence of thrombus within the device. Information received from the site indicated that the patient fell and hit their head, after which the patient experienced headache and disorientation. A brain computerized tomography (CT) scan revealed subcortical hemorrhaging and ventricular perforation, and the patient was started on coagulation factor ix. However, the patient then experienced decreasing level of consciousness, a dilated pupil, left palsy, and respiratory disorder, and a second CT scan revealed an enlarged range of the bleeding area. An emergency craniotomy procedure was performed but it was difficult to cease the bleeding and hemostasis was given up. The patient subsequently expired. There is no evidence of a malfunction that may have prevented the pump from performing as intended. Per the instructions for use, neurological dysfunction, respiratory dysfunction, and death are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Based on the risk documentation, possible causes of the observed low flow/ suction event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, inappropriate pump rotational speed. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for a correction and additional information. The event date has been changed from (B)(6) 2020. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the vad exhibited power consumption below normal. The patient had fell and hit the left occiput against the wall, but the patient¿s level of consciousness did not change. The next day the patient looked dazed during a product training with family. On that same evening the patient was disorientated, and an evaluation of the cranial nerve condition reveal a stroke. The patient had experienced a right parietal cortex hemorrhage. During the craniotomy it was difficult to cease the bleeding and hemostasis was given up and no transfusion was performed in the ICU due to a do not resuscitate (dnar) and the patient subsequently expired.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation and investigation completion. Product event summary: the ventricular assist device (vad) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported low flow event was confirmed via review of the log file report which revealed a decrease in power consumption and estimated flows on (B)(6) 2020 to parameters below the normal operating range and 54 low flow alarms recorded during the analyzed period. Additionally, multiple intermittent suction events were observed and 193 suction alarms were logged during the analyzed period. Failure analysis of the returned pump revealed that the device passed visual examination, functional testing, and dimensional verification. Internal pathological report revealed no evidence of thrombus within the device. There is no evidence of a malfunction that may have prevented the pump from performing as intended. Based on the risk documentation, possible causes of the observed low flow/ suction event may be attributed to multiple f actors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, inappropriate pump rotational speed. Possible clinical factors that may have contributed to this event include the patient¿s pre- existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A supplemental report will be issued.